Event description:
It is reported that during surgery, the liner was unable to be inserted into the shell. A new liner was opened and the surgeon finished the procedure.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: no further eval is possible as the liner was disposed by the hosp. It is unk whether the components were implanted with the correct ft and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval codes: no devices or photos of the reported device were received; therefore the condition of the liner is unk. Review of the mfg records for the lot code associated with the liner confirmed that the device conforms to specs. Review of the complaint history indicates no prior complaints for the lot code associated with the liner. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.